Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went into comm loss with the monitored devices, and then shut down. No patient harm or injury was reported. Investigation summary: the cns log analysis conducted by nihon kohden corporation (nkc) determined the issue was caused by copying a hard disk drive (hdd) from another device: "as checking the log of the cns-6801a, it was found that the device was prepared by copying the whole hdd using the hdd which had been set up on another cns-6201a." The service history for this serial number as well as for this customer shows no subsequent incidents reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss, and it then shutdown. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss, and it then shutdown. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss, and it then shutdown. No patient harm reported.